Manufacturer narrative:
The insulin pump was received with intermittent buttons due to flattened dome switch. Device passed the displacement test. Device had minor scratched lcd window.

Event description:
The customer reported via phone call that the buttons on the insulin pump are very hard to press. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 189 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.